Event description:
During review of the event history log review, a colleague infusion was found to have experienced a 18:326:380:0056 failure code, which interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to this event. No addition information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). This condition was confirmed through a review of the event history. The cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information become avaialble a follow-up medwatch will be submitted.